Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter shaft was received wrapped tightly in a coil around the handle. Optical fiber 1 no longer met specifications for optical signal properties and no contact force was displayed when connected to the tactisys quartz unit. Further investigation revealed an adhesive-like substance in the optical fiber cavity, consistent with the optical signal issue observed and the reported contact force issue. Additionally, conductor wire 2 was noted to be protruding from the distal edge of electrode ring 4, consistent with the short circuit detected.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit of the catheter.